Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving lioresal with concentration 2000 mcg/ml via a flex dose rate of 750 mcg/day. The drug lot number of lioresal was not available. The indication for use regarding the pump was intractable spasticity and cerebral palsy. As per the logs examined on (B)(6) 2015, baclofen (2000 mcg/ml) was administered at a dose rate of 12.1 mcg/day. During pump replacement on (B)(6) 2015 due to premature battery depletion, the sutureless catheter connector was described as being extremely hard to release from the pump. Because the sutureless connector could not be removed from the pump, the connector was left intact. The physician did not feel comfortable removing it and wanted it analyzed for possible issues. Once cut, the catheter was flowing freely. The 7.6 cm sutureless connector was explanted while still attached to the pump. The explanted devices were to be returned to the manufacturer. It was clarified that the device regarding disconnecting the catheter from the pump was only discovered after attempting to replace the pump. A new 7.6 mm sutureless connector was implanted. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report.(see manufacture report 3004209178-2015-22253 regarding battery depletion.)